Manufacturer narrative:
H6. Component code = 4755 - aquabeam motorpack, a reusable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during jet alignment, the aquabeam robotic system generated an "e22 - motorpack" error. Multiple troubleshooting steps were performed; however, the error persisted. A second aquabeam handpiece and second aquabeam motorpack were used; however, the error persisted. A third aquabeam handpiece was used; however, the error persisted. A third aquabeam motorpack was used which resolved the error. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam motorpack was returned for investigation. Visual inspection revealed fluid ingress on the aquabeam motorpack to aquabeam handpiece interface jack. The treatment log files were reviewed and confirmed the reported e22 errors with additional e23 errors. Fluid ingress will throw e22 and e23 errors. The root cause of how the fluid entered the interface is unable to be determined. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam motorpack / lot number 23c00457 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specificiations when released for distribution. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.